Manufacturer narrative:
The subject device was received and evaluated. Device inspection found the coupler was rusted. In addition, eight white dots in the image was determined. Cable has cut and the headcover front found scratched. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an asset (pre-owned unit) return incoming inspection with no complaint reported, the device was found with rusted coupler. There is no patient involvement associated on this event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, rust occurred on the shaft of the coupler part. The cause of the residue could not be determined. Olympus will continue to monitor field performance for this device.